Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d3, d6a, d6b, g1, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional later reported pain, capsular contracture baker grade IV, and silicone in 2 lymph nodes.

Event description:
Healthcare professional through company representative reported rupture. This record is for the right side. The device has been explanted and it's unknown if replaced. Unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.